Event description:
Ous MDR - when this device's 9v battery was low, the device displayed erratic behavior. The battery indicator flashed about 1 hour before the clinical event but the nurse did not know the meaning of the flash and continued to use this device. The device jumped to 250 ppm, which hospital staff believed to induce the event. The hospital physician felt that, as result, the intrinsic rhythm of pt could be observed as arrest on the ECG monitor. The date of event was not provided.

Manufacturer narrative:
Analysis: ous MDR - during the visual inspection the device did not show any observation that could be related to the complained behavior. There was no sign of outer damage. The device was subjected to an electrical incoming inspection, which it passed successfully. A test at different battery voltage levels was performed. In order to stimulate decreasing battery voltage levels a stabilized power supply was used and the voltage was decreased starting at 9v. As expected the battery indicator for eos (end of service) flashed at a voltage of 5.9v. Please note that the technical manual and instructions for use clearly state that the battery must be replaced when the battery led indicator (eos) is flashing and along with each pt a new battery must be inserted. Next, the supply voltage was even more decreased. At a supply voltage of 2.0v (corresponding to a totally depleted battery) an audible high rate warning alarm appeared. At this voltage level the electronic components are insufficiently supplied, which resulted in a high pacing rate for this particular device. Subsequent tests on three other edp devices, two of them edp 30/s, did not confirm a high rate pacing observation at low battery voltage. At 180ppm, we saw a marginal deviation of around +10% between set and measured rate. All other measurements were very much acceptable. The battery that was in use in the hospital was examined. The ubd (use by date) of this battery was found to be (B)(6) 2010. Thus, the use by date of this battery had been expired for 7 months already at the time the incident happened. The open-circuit voltage of the battery as received was measured to be 2.21 volts. Once the battery was connected to the device, the voltage decreased to near zero volts immediately indicating total depletion. Five long term tests with different batteries were performed (battery type: (B)(6) and 4 x (B)(6) impulse). These tests proved that the time between the onset of eri indication - hence the start of the battery led flashing - and eos being well above 24 hours for all batteries. In summary, it was reported that the battery led did flash not more than 18 hours prior to the event. Five long-term tests on the complained device with two different types of standard batteries proved that the time between the onset of eri indication - hence the start of the battery led flashing - and eos being well above 24 hours. Failure to heed the instructions in the manual caused the potentially life-threatening event: neither a new battery was used, (even worse a battery with expired use by date was used) nor was the battery replaced upon onset of the battery led warning. A review of all complaints on edp devices since 1994 showed that no similar observation was ever reported world-wide, underlining that the reported event was an isolated occurrence, resulting from an exceptional combination of failure to heed warnings in multiple ways. In addition, reproduction tests on three other sample devices did not confirm a similar high rate pacing condition.